Event description:
This catheter was being utilized for a stent visualization in the right superficial femoral artery. During the attempt to advance and torque the catheter around a lesion in the right popliteal artery, the physician noticed that the catheter torqued freely at the hub, but under fluoroscopy. Nothing appeared to be happening at the tip. The entire catheter was viewed under fluoroscopy and appeared to be intact with no fracture seen. An attempt to remove the catheter resulted in the extraction of only the trailing 1/3 of the catheter. The fracture appeared irregular and was considered to have occurred in the left iliac artery. The leading portion of the catheter was retrieved with a snare device and the pt was reported to be stable and unaffected.